Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there was hopefully no damage from the fall. The rep said they were going to follow up with the patient. The rep met with the patient on (b)(6(2018. The programmer was searching for the device. The programmer was reset and re-coupled to the ins. The rep reported the device was operating fine now. The patient likes all of the current programs and they were covering her pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient complained of pain in the mid back. It was reported that there was a lump where the anchors are and pain between the patient¿s shoulder blades. The patient was scheduled to meet with a manufacturer representative at their healthcare provider¿s (hcp) office. No further complications are anticipated. Additional information was received from a manufacturer representative (rep). It was reported that a healthcare professional (hcp) examined the patient and said there was scar tissue over the anchor site. The patient was going to ice it. The patient was given two new programs which covered her back. The patient programmer was rattling, but the patient reported it was functioning fine. No further complications were reported. Additional information was received from a manufacturer representative. It was reported that the patient had a fall on (B)(6) 2018 and has pain. The patient had the system turned off and was to have an MRI on (B)(6) 2018. It was also reported that the patient's programmer was in a different language and they couldn't change it. The rep was going to meet with the patient to resolve the programmer being in a different language. No further complications are anticipated.